Event description:
On (B)(6) 2013, aci received a copy of a medwatch report (MDR # (B)(4)), which was sent to the FDA by the user facility. The report stated that the date of event was (B)(6) 2013, and the date of the report was (B)(6) 2013. The following is the description of the complaint: "patient with ulcerations and peripheral vascular disease underwent lower extremity angiography and stenting. At the end of the case a mynx closure device deployed. However, a hematoma developed. Manual compression was held for 1 hour. A second procedure was required with stenting. A pseudoaneurysm was noted. A second closure device was successfully deployed." It is noted that the hospitalization box was checked on the user facility medwatch report. The aci sales professional followed up with the user facility and provided the following information: the patient underwent a lower extremity angiography. A pre-procedure femoral angiogram revealed presence pvd/calcium in the vicinity of the access site. Following the procedure, the physician, who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. A hematoma approximately 10cm in size formed at the access site and persisted in spite of manual compression. After approximately 40 minutes of manual compression, an ultrasound was performed which, revealed a pseudoaneurysm. The physician decided to perform an angiography from the opposite side of the access site and stent the pseudoaneurysm to stop the bleeding. A stent was placed across the original access site and the bleeding stopped. The patient was hospitalized. It is unknown if the hospitalization was due to the mynx procedure. The patient's discharge date is unknown. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1233304) indicated that the device lot met all established performance criteria prior to shipment.